Event description:
During a tur in 01/05 the distal tip of the resectoscope sheath came off in pt. The doctor was able to retrieve the piece w/out any further complication and pt injury. Case was successfully completed.